Event description:
This sizer was discovered to have a missing piece initial evaluation making it a reportable event due to missing pieces from cracking during rinse.

Manufacturer narrative:
Device not returned. Evaluation results: cylindrical and the replica end exhibit crazing at polysulfone plastic connection to the handle rod. A missing polysulfone plastic piece, at the replica rod connection, measures to approx 5mm wide by 5mm long. A small piece of polysulfone returned appears to be a match of the missing part of the replica end. A missing polysulfone plastic section, at the cylindrical rod connection, measures to approx 7mm wide by 1cm long, and was not returned.